Manufacturer narrative:
A medtronic representative reported that the imprecision was estimated to be 1mm. It was reported that no indication of a medial breach was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision occurred where one screw was placed slightly medial to the target. The site revised the screw and completed the procedure as intended. Confirmation of the revision was performed. There was a reported delay to the procedure of less than 1 hour due to this issue. Following the revision, there was no impact on patient outcome. No additional information was provided.